Manufacturer narrative:
The device was successfully installed on (B)(6) 2010 and worked as expected until (B)(6) 2010. After this date the device failed self tests and indicated a low battery warning and a flashing red led status. The fault with the device was caused by the pogo-pins having a low spring force which resulted in poor contact with the power supply from the pad-pak. The pad pak, which contains the electrodes and batteries, is labelled for single use bu the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.